Event description:
Medtronic received information while servicing the navigation system. It was reported that the system displayed a ¿localizer faulted¿ message while in the clinical application. The camera displayed an amber and green light. Troubleshooting steps were performed. The manufacturer representative checked the network device interface (ndi) toolbox and noted a ¿bump status¿ and an ¿internal temperature exceeded¿ alert. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r. H3: a manufacturer representative went to the site to test the equipment. It was reported that the camera was replaced and tested with instruments. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the returned camera product ID 9735821r lot number p903581 was analyzed. It had scratches on the housing. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The position sensor unit (psu) failed an accuracy test (aak) at .745mm with a passing threshold of .250mm. Codes c02, c07 and previously reported codes b01, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.